Event description:
As reported, a 5f mynx control vascular closure device (vcd) experienced resistance when advanced through a non-cordis 5f sheath. The user retracted the delivery shaft slightly and tried to readvance the delivery shaft; however, resistance was still experienced, and the device was removed. Hemostasis was achieved by manual pressure for about twenty minutes. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There was no excess force applied during insertion. The 5f non-cordis sheath was not kinked/bent upon removal. There was no visible bent/damage in the distal end of the balloon shaft after removal. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel tortuosity was severe. There was no presence of pvd / calcium in the vicinity of the puncture site. The procedure was a transcatheter arterial chemoembolization (tace) and used a retrograde approach. The deployer was mynx certified. The device will be returned for evaluation. Addendum: product evaluation revealed sealant sleeve assembly was observed with an outward kinked/bent condition of a 5f mynx control vascular closure device (vcd).

Manufacturer narrative:
The product history review is expected but has not been completed. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) experienced resistance when advanced through a non-cordis 5f sheath. The user retracted the delivery shaft slightly and tried to readvance the delivery shaft; however, resistance was still experienced, and the device was removed. Hemostasis was achieved by manual pressure for about twenty minutes. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There was no excess force applied during insertion. The 5f non-cordis sheath was not kinked/bent upon removal. There was no visible bent/damage in the distal end of the balloon shaft after removal. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel tortuosity was severe. There was no presence of pvd / calcium in the vicinity of the puncture site. The procedure was a transcatheter arterial chemoembolization (tace) and used a retrograde approach. The deployer was mynx certified.the product was returned for analysis. A non-sterile ¿mynx control vcd 5f¿ was returned inside of clear plastic bag for investigation. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was returned attached to the device. The stopcock was set on the open position. The sealant remained in the manufacturing position. The sealant sleeve assembly was observed with an outward kinked/bent condition, and it was exposure to blood. The procedure csi was not returned for analysis. No damages in the atraumatic wire were observed. Per dimensional analysis, the catheter working length from distal end of sheath catch to proximal end of balloon and was verified and noted to be within specification. Per functional analysis, a simulated insertion/withdrawal test was not performed due to the outward kinked condition observed on the sealant sleeve assembly. A deployment functional test was performed. Button 1 of the returned device was fully depressed, and the clock symbol was visible in the tension indicator window. Button 2 was fully depressed during the device failure investigation with no resistance felt, and the balloon was completely retracted into the advancer tube as intended per the mynx control IFU. Per microscopic analysis, the sealant sleeve assembly presented a kinked/bent outward condition and was blood saturated. The sealant remained in the manufacturing position.a product history record (phr) review of lot f2223101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿deployment difficulty-premature¿ was not confirmed during the analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. The reported ¿ mynx control system impeded¿ was confirmed due to the kinked/outward sealant sleeves. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.